Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that moisture was present inside the pump battery compartment. There was no allegation of an adverse event with this complaint. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/05/2016 with the following findings: during investigation, visible moisture corrosion was found in the battery compartment. A leak test was performed and failed due to a crack in the battery compartment below the grip pad. The pump was opened to find no further moisture. Unrelated to the original complaint, a crack in the base was found between the case seal and the keypad. Additionally, the audio bolus button cover was lifted but was responsive to user input. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.